Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced neuromuscular problems, and urinary problems. It was reported that the patient underwent a mesh revision/removal, cystoscopy with hydrodistention, and urethral lysis on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted causing pain, dyspareunia, retention, muscle spasms and weakness, leg numbness, skin sensitive to touch, nausea along with tubal ligation due to sui. It was reported that patient had mesh removal on (B)(6) 2013 due to voiding dysfunction and sling discomfort.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.